Event description:
A report of difficulty charging the ipg with the external device was reported. It was determined that monopolar electrocautery had been used in a prior procedure and may have caused damage to the ipg. Device labeling warns against the use of monopolar electrocautery. The dr decided to replace the pt's sys.